Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture at maximum outputs in bipolar configuration. The lead was explanted and replaced. No patient complications have been reported as a result of this event.